Manufacturer narrative:
The field service engineer found the sample syringe tubing was loose. He tightened the sample syringe tubing and the customer calibrated and ran qc without any issues. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for qc material and patient samples from the cobas e411 rack analyzer. Patient 1 initial elecsys pth immunoassay result was 14 pg/ml and the repeat result was 30 pg/ml. Patient 2 initial pth result was 14 pg/ml and the repeat result was 92 pg/ml. Patient 3 initial elecsys hcg stat test system result was 197 iu/l and the repeat result was 92 iu/l. Patient 4 initial elecsys estradiol assay result was 17074 pg/ml and the repeat result was 52 pg/ml. Patient 5 initial estradiol result was 1494 pg/ml and the repeat result was 52 pg/ml. The questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.